Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that probably a couple of days after the new year, (B)(6), they noticed that the therapy was no longer stimulating in the right location; pt stated "I don't feel the stimulation on my right-hand side", "it's more around the upper part of my stomach". Pt also mentioned that when they increase or decrease the rate changed by .2 not by .1 like it used to. Pt reached out to their rep yesterday and was advised to call patient services. Agent had pt restarted the handset and accessed the mystim app. Pt got connected and mentioned that the implant was at 60%, communicator was at 85%, and the handset was at 43%. Pt mentioned they've been using group c and they're at 1.4 and 1.6. Pt tried to decrease and the rate decreased to 1.2 and 1.4. Agent reviewed therapy settings information to pt and redirected pt to their managing hcp and rep for further assistance.